Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause of the burning was not determined. Rep reported they were unaware if the patch made a difference in the patient's discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient complained of a slight burning sensation at the ins. The patient also complained that the coverage was not giving them relief because the stimulation was uncomfortable. There were no infections, fevers or accidents that contributed to the issues. The lead connection and impedances were interrogated and were normal. The rep reprogrammed the ins to high density settings to see if it would help alleviate the patient's pain going forward. The healthcare professional prescribed a local lidocaine patch to put over the incision to help with the burning. No further complications were reported/anticipated.